Manufacturer narrative:
Based on the claim against the product by the customer noting the arms were moving in opposite direction after installing the endoscope, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. Technical support engineer (tse) reviewed onsite logs and found error 23003 on endoscope (serial number (B)(6)) or endoscope (serial number (B)(6)). The or staff switched out the endoscope and issue was resolved. The tse asked or staff to mark suspect scope for repair. Surgeon is continuing with case robotically. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The root cause of the arms moving in opposite direction after installing the endoscope cannot be determined based on the information provided. Since the product was not returned and the log review was inconclusive, the reported event was unable to be confirmed or replicated.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the arms were moving in opposite direction after installing the endoscope. Technical support engineer (tse) reviewed the onsite logs and found error 23003 on scope (serial number (B)(6)) or scope (serial number (B)(6)). The operating room (or) staff switched out the scope and issue resolved. The tse asked the or staff to mark suspect scope for repair. Surgeon is continuing with case robotically. The procedure was completed with no reported injury.